Event description:
During an unk procedure, the device staples did not form a "b" at the open end of the device where no tissue was stapled. Surgeon satisfied with staples that were placed in the tissue. He thought that all staples should form to a "b" even if not on tissue. No pt consequence.